Event description:
Ous MDR - it was reported that 48 inappropriate shocks were delivered, leading to the explant of this lead. The implant, explant and event dates were not reported to us. There were no adverse patient effects reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered that the insulation of the lead body was damaged about 61 cm distal of the connector pin by fraying. This damage is to be regarded as the cause of the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of and excessive mechanical load on the lead in the area of the valve plane. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil is probably due to the explantation process. There were no indications of material defects or manufacturing errors.